Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot failed due to receiver will not turn on. The receiver downloaded by using a known good battery. The log was downloaded and reviewed finding no errors related to the complaint. Receiver "try it" vibration test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The speaker vibrator resistance was measured and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.